Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer called stating that the lift out chair model pendant is not working all the time. He alleges it's working intermittently if you jiggle the cable.